Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
As reported by the PICC nurse at facility, a PICC line attempt in the right upper arm was in progress. When attempting to insert the guide wire approximately one inch, resistance was met. Nurse then attempted to remove the wire with resistance. After four attempts by the nurse, the wire was removed with uncoiling of wire sheath. Doctor was immediately called into the room and portable x-ray of affected arm was obtained.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an unraveled guidewire was confirmed, but the exact cause of the damage cannot be verified due to the condition of the sample. The physical sample was not returned for investigation. Seven photographs of the sample were the only items returned for review. The first photo showed an elongated coil wire stretched over what appears to be the core wire. The entire length of the guidewire is not visible within the frame of the image. The entire introducer needle was visible in the photograph. Blood residue was visible inside the introducer needle hub and on the guidewire coils. The second photograph showed the introducer needle shaft. The safety mechanism was not engaged. Blood residue was visible inside the safety mechanism sleeve and within the distal tip of the needle. The third photograph showed the distal end of the introducer needle shaft. The condition of the needle bevel is indiscernible. The fourth photograph shows the distal end of the nitinol guidewire extending from the guidewire hoop. The coiled section at the distal end is elongated over the core wire. It cannot be discerned if the weld tip is present. The fifth photo shows the attachment point of the proximal end of the coil wire to the core wire. The core wire appears to be incomplete. The sixth photo shows the introducer needle hub and what appears to be the coil wire. The coil wire is out of focus. The seventh photo shows the distal end of the needle, with blood residue visible within the needle tip. It cannot be verified that the guidewire is intact or complete. It is possible that the guidewire was damaged from retracting it through the needle. The product IFU cautions that "if the guidewire must be withdrawn while the needle is inserted, remove both the needle and the wire as a unit to prevent the needle from damaging or shearing the guidewire."